Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged having conjunctivitis, skin problems, irritation of the respiratory tract, vomiting, neurological disorders - seizures. There was no report of serious or permanent patient harm or injury. Philips is currently investigating this complaint. The device is currently at the third-party service center but the evaluation has not yet begun. A follow up report will be submitted when the manufacturer has received the evaluation of the device.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged having conjunctivitis, skin problems, irritation of the respiratory tract, vomiting and neurological disorders - seizures. There was a report of serious or permanent patient harm or injury. The device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and foam particles were not observed inside the assembly. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.